Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing diabetic coma and they were in hospital. Customer stated they were in hospital to load insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was hospitalized due to diabetic coma on (B)(6) 2020 and customer dispatched from emergency room services due to low blood glucose event a week prior. The customer's blood glucose level was below 40's mg/dl. The customer was released on (B)(6) 2020.